Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the tubing of an unspecified quantity of homechoice cassettes. This occurred during multiple steps for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient took tylenol. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.